Event description:
It was reported that the user smelled insulin and observed insulin leaking from the connector, with discussion indicating the issue was more likely due to the connector not being fully secured rather than a product defect; the user was advised to monitor and report recurrence, and no lot number was available. Customer care provided support that included product use review and troubleshooting with user education. Investigation of this case revealed no confirmed device malfunction, with a probable use-related issue involving the connector interface. No adverse clinical symptoms associated with exposure to leaking insulin. Outcomes included no injury, no emergency treatment, and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was likely user interaction related to incomplete connector engagement.